Event description:
(B)(4). The dealer reported that the 3gtq3-cg custom power wheelchair tilt switch would intermittently not go in the opposite seating direction under command. There was no injury reported.